Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on the reported drain volumes. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of high drain 105 (iipv-adult). The cause was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 105 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to review programming. The hc was set for continuous cycle peritoneal dialysis with a fill volume of 2000ml, and last fill volume of 0ml. The hp stated they had no alarms. The therapy had a total ultrafiltration(uf) of 1748ml, cycle 5 uf of 2113ml, cycle 4 of -225ml, cycle 3 uf of -237ml, cycle 2 uf of 202ml, and cycle 1 uf of -105. The hp stated the hc is higher than the bed. The tsr advised the hp to lower the height of the hc. The hp stated they keep their drain bag in a bin and the port on the bag was bent over a little. The tsr advised the hp to make sure the port is straight. The hp stated they already spoke with their nurse. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.